Event description:
It was reported that pump displayed malfunction alarm code, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer was unable to treat the high bg currently but will take mdi when she gets home. Customer did not require 3rd party assistance. Pump is being replaced and customer will rely on multiple daily injection to ensure delivery of insulin therapy.